Event description:
(B)(4). Same case as patient 2134265-2009-05450 and 2134265-2009-04099. The patient was enrolled in (B)(6) 2005. A type ii lesion was identified in the right carotid artery. The reference vessel diameter was 8mm and lesion length was 15mm with 50% stenosis as measured by nascet. The target vessel was non tortuous with no calcium, thrombus, dissection, ulceration or pseudo-aneurysm present. A filterwire ez was used for cerebral protection. A carotid wallstent monorail with a diameter of 9.0mm and length of 30mm was successfully placed at the intended site. Pta was performed using an ultrasoft sv balloon catheter. A heart rhythm stimulant, vasodilator, atropine 1.0 mg and nootropil 9g were administered during the procedure. Residual stenosis was estimated at 0-29%. Post-procedure, the subject was asymptomatic. Plavix "1x1" was administered. The wallstent was found to be patent with a residual stenosis of 0%. Perioperative events documented transient ischemic attack (tia) with left arm paresis was observed during the procedure, tia resolved without residual effects. One month follow up visit performed in (B)(6) 2005, patient was asymptomatic. The stent was patent with a residual stenosis of 0%. No complications were reported. No data was provided for six and twelve month follow up visits.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): product unavailable for analysis.